Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: underweight, opening, brown particles on the surface of the shell, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. The event of "inflammation/irritation and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿unusual pain, tingling, swelling, numbness, or burning of the breast¿; capsular contracture baker grade IV.

Event description:
Patient reported experiencing ¿unusual pain, tingling, swelling, numbness, or burning of the breast. Healthcare professional reported capsular baker grade IV. This record is for the left side. The device was explanted.